Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, this complaint is for a report of a use error - reuse of single-use product during the priming stage, where the caregiver stated that they reprimed the same cassette and reused the same supplies after a power failure. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The supplies have not been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that supplies were reprimed after the home patient (hp)¿s therapy on the home choice (hc) device was interrupted due to an unrelated issue and restarted therapy. The hp was connected and in a drain when they called in. The technical service representative (tsr) advised that they should not have reprimed and reused the supplies and assisted the hp in ending therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.